Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. The photographic imaging inspection confirmed antenna coil wire breaks. System lock could not be obtained at any spacing. The no lock conditions prevented some of the electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
This is the final report.